Event description:
It was reported that during a procedure of the chronic totally occluded, mildly tortuous, heavily calcified, concentric de novo lesion of the right coronary artery, the 2.5 mm x 15 mm trek balloon dilatation catheter met resistance during advancement but was used three times at 10 atmosphere, however, during the third attempt the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional inforamtion was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The trek catheter was not returned for analysis which may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified which likely contributed to the reported difficulty. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion, such that the balloon ruptured during the third inflation at 10 atmospheres, which is below the rated burst pressure. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.